Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had cut and seal issues. Two major branches: anterolateral branch and postmedial branch. Bleeding started in a few mins. We had to open the channel and ligate the bleeding venous branches. There was patient harm. The vein was not cut where intended. There was no blood transfusion required. The only medical intervention conducted to stop the bleeding was cauterization. It passed the pre-cautery test. It is unknown if the beeping sound was heard. Unknown how long it took device to time out. Power setting is typically at 3. Troubleshooting involved taking it apart and putting it back together. There was a slight delay of 10-20 minutes. The procedure was completed using the same device.